Event description:
According to the reporter, on the day of the event, the patient went to the center for dialysis. The catheter has been in place for 46 days. During the dialysis, it was found that the inner ring of the red adapter catheter of the long-term central venous catheterarterial end detached a circle of plastic ring, and it was also stated that the luer adapter had cracked. There was nothing unusual observed on the device prior to use. There were no other products utilized with the device. There was no excessive force used on the device. Flushing was done, and the result was normal. There was no leak. Chlorhexidine acid aqueous solution was the cleaning agent used on the device. The cleaning agent was not allowed to dry thoroughly prior to applying ointments. Tego was not utilized. There was no instrument used to loosen or tighten the device. The catheter was not repaired. The insertion site was treated prior to product placement. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no remedial action performed or observed. The procedure was not complete. There was no blood loss, and blood transfusion was not required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d-6a, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, when the patient came to the center for dialysis, it was found that the inner ring of the long-term red screenshot catheter at the end of the central venous catheter had detached a plastic ring, and it was also stated that the luer adapter had cracked. There was no leak. Chlorhexidine acetate aqueous solution was the cleaning agent used on the device. Tego was not utilized. There was no instrument used to loosen or tighten the device. The catheter was not repaired. The insertion site was treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one palindrome catheter, with a visibly damaged arterial luer adapter. Upon first inspection, there appeared to be a ring shaped shaving coming off of the adapter, within the arterial extension line. There were no other visual abnormalities detected. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.